Event description:
The revision was necessary due to the loosening of the old rev2 baseplate. The procedure involved the removal of a revii glenoid baseplate, sphere, and screws from the glenoid, as well as a revii cemented stem and insert from the humerus. The tight exposure made the removal of the old glenoid components and the implantation of the new components challenging. The patient's bone quality during the event was suboptimal. The revision surgery was successful with no delays.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.